Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps (fbf) instrument was noted to have the silicone seal on the coated cable torn on one side. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.